Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the device, and was unable to duplicate the customer reported alleged malfunction. The unit passed all tests and calibrations, and it was operating within the manufacturing specifications.

Event description:
It was reported that during patient use, the ventilator was not resetting properly. The patient was transferred to another ventilator. There is no report of serious injury or death associated with this event.